Event description:
Customer reported an erroneously high troponin test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous test result was reported out of the laboratory. The patient was transferred to another hospital after the erroneous high test result was reported. There were no reports of death or serious injury associated with this event.

Manufacturer narrative:
The following information was gathered from the customer: quality control was within the customer's established ranges before and after the event. System checks on (B)(4) 2012, passed. System checks on (B)(4) 2012 failed and the system check was repeated on (B)(4) 2012 and passed. On (B)(4) 2012, a beckman coulter field service engineer (fse) rebuilt the wash and precision pumps, replaced the wash pump belt, cleaned the wash wheel track, and adjusted the transducer voltage setting. Performed preventive maintenance and verified instrument performance. Performed a high sensitivity system check and quality control was within the customer's established ranges. Cause of the erroneous high troponin test result was not determined.